Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the navigation system was able to track initially but lost tracking during the procedure. The surgeon then switched to an optical tracking method to confirm the target. An imprecision of roughly 2mm occurred resulting in the surgeon being unable to pull cerebrospinal fluid (csf). Updating the entry point to the probe position did not assist the surgeon. The target area found that a ventricle was ~5mm from the target area. It was reported that the surgeon switched to a radiolucent tracking method. Accuracy was verified, the plan was made for the new tracking method and the surgeon was unable to get any cerebrospinal fluid (csf) from the target. It was reported that the surgeon made two more passes without csf. The surgeon then decided to shunt the right suboccipital area as a large pocket of csf was present that was noted as the genesis of the patient's issues. There was a reported delay to the procedure of about thirty minutes due to this issue.

Manufacturer narrative:
Additional information: a medtronic representative that the surgeon opted to complete the procedure utilizing a metal apparatus that could lead to issue with the electromagnetic tracking being performed. Correction: the medtronic representative reported that the site required three additional passes through the anatomy outside of the plan. It was noted that no additional burr hole was required as the surgeon followed the same trajectory.